Event description:
During a follow up call with a home patient (hp), it was stated that a cassette was cracked. The hp stated that her therapy has been going well currently. The hp did not provide any additional information. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause was undetermined. Since the lot number is unknown, no batch review was performed.